Event description:
It was reported r waves were being undersensed and t waves were being oversensed due to variability of r waves. No programming changes could be done to resolve both oversensing and undersensing. No intervention was done to patient when patient returned for follow up. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.